Manufacturer narrative:
Updated fields: b4,d9,d10,g3,g6,h2,h3,h6(type of investigation, investigation findings ,investigation conclusions),h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer verified connections were tight, personnel had the customer perform proper troubleshooting. This was done by checking the helium tubing for blood, pressing the iab fill key, press start, and check the helium tubing again. The pump resumed without issue, and personnel reviewed with the customer the nature of the alarm and different clinical possibilities. The patient was ventilated with a peep of 8, and it was encouraged for the customer to call back should the alarm go off several times in an hour. The customer then asked why the assisted arterial pressures were lower, esp personnel began explaining but then the customer had to get off the phone. A reference would be sent from showpad and review the screenshots once they were provided to personnel. Later the customer notified personnel that they had decided to remove the balloon, due to a decision by the attending.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No harm or injury to the patient was reported. (B)(6), an rn in the sicu, stated she had verified the connections were tight. (B)(6) performed proper troubleshooting, checked the helium tubing for blood or discoloration, pressed the iab fill key for 2-3 seconds, press start, and checked the helium tubing again. The pump resumed without issue. A short time later, she notified that they had decided to remove the balloon.